Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the lens was inserted into the eye with the injector set as usual, and the iol was confirmed to be damaged.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.